Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported an incomplete side cut and decentered flap during laser treatment. The physician opened the flap on the inferior side cut and found that the side cut was incomplete from 5 o'clock to 7 o'clock. Scissors were used to complete the side cut but the flap was irregular and decentered. A bandage contact lens was placed on the eye. The patient was seen postoperatively and is doing well. The contact was removed. It was noted that the case seemed to go very well at the laser.